Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Cardiac catheterization revealed an 80% stenosed lesion located in the previously stented, moderately calcified and moderately tortuous ostial right coronary artery (rca). It is reported that this was in stent restenosis of an unknown type or manufacturers stent. The lesion was predilated with a non-bsc balloon. A 4.0x16mm ion stent delivery system was advanced, however it could only be advanced partially into the lesion, but could not go any further. The stent delivery system and guide catheter were removed together as a unit, with the stent portion of the stent delivery system outside the distal opening of the guide catheter. Just prior to removing the stent portion from the body, the stent dislodged and embolized to the left iliac. A snare was used to try and remove the dislodged stent but was unsuccessful. A crossover catheter was then advanced down through the right common femoral artery into the iliac and was able to successfully retrieve the stent. The procedure was then completed with a 4.0x20mm ion stent and post dilated with a 4.5x20nn nc quantum balloon. The patient left the lab with no complications and is reported to be doing fine.